Manufacturer narrative:
H.6 investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that unspecified bd¿ syringe was damaged and the plunger was difficult to move. This was discovered during use. The following information was provided by the initial reporter: additionally we have defective syringes in its manufacture for this week we have new reports of defects in relation to: defect in the tip of the syringe (seen as gnawed or incomplete), defective injection support (seen as gnawed or incomplete), defect in the synthetic rubber piston (not correctly placed in place), defect of the transparent barrel (deformed). Additionally the client (nurses) report, the device plunger exhibits excessive resistance when injecting the medication. It was argued textually by the head of nursing, "they are too hard, and this may represent a risk of contamination.

Manufacturer narrative:
The following fields have been updated with corrections: medical device brand name: syringe 20ml ll syringe only mx bun. Medical device manufacturer: cuautitlan. Medical device catalog #: 302562. Medical device expiration date: 2023-09-30. Medical device lot #: 8290800. Unique identifier (UDI) #: (B)(4). Manufacturing location: cuautitlan. PMA/510(k)#: n/a. Device manufacture date: 2018-12-04.

Event description:
It was reported that syringe 20ml ll syringe only mx bun was damaged and the plunger was difficult to move. This was discovered during use. The following information was provided by the initial reporter: additionally we have defective syringes in its manufacture for this week we have new reports of defects in relation to: defect in the tip of the syringe (seen as gnawed or incomplete). Defective injection support (seen as gnawed or incomplete). Defect in the synthetic rubber piston (not correctly placed in place). Defect of the transparent barrel (deformed). Additionally the client (nurses) report, the device plunger exhibits excessive resistance when injecting the medication. It was argued . Textually by the head of nursing, "they are too hard, and this may represent a risk of contamination.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ syringe was damaged and the plunger was difficult to move. This was discovered during use. The following information was provided by the initial reporter: additionally we have defective syringes in its manufacture for this week we have new reports of defects in relation to: defect in the tip of the syringe (seen as gnawed or incomplete). Defective injection support (seen as gnawed or incomplete). Defect in the synthetic rubber piston (not correctly placed in place). Defect of the transparent barrel (deformed). Additionally the client (nurses) report, the device plunger exhibits excessive resistance when injecting the medication. It was argued. Textually by the head of nursing, "they are too hard, and this may represent a risk of contamination.